Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned thyroid results for 1 patient. A patient sample was provided for investigation where discrepant elecsys ft3 iii (ft3 iii) results were identified between a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii reagent lot number 227001 used with the e602 module. Refer to medwatch with patient identifier (B)(6) for information on ft3 iii reagent lot number 277945 used with the e411 analyzer. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4). Calibration and qc were acceptable. There was not enough sample remaining to complete the investigation. From the information available, a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.